Event description:
It was reported that this right atrial (ra) lead was explanted due to product performance anomaly. A new lead of the same model was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to product performance anomaly. A new lead of the same model was successfully implanted. No additional adverse patient effects were reported. Additional information indicates that this ra lead was found to be dislodged.